Event description:
It was reported that the blade was detached. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, there was a slight resistance upon removing the device. The blade was stuck on the edge of the sheath. Consequently, when the device was pulled out completely, it was noted that the blade bent in the middle and one of the blades was half detached. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that approximately 7mm of blade was detached from the balloon material. All other blades were present and fully bonded to the balloon surface. A visual examination identified that the balloon had a portion of the balloon material removed approximately 4mm distal from the proximal markerband. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage with the shaft of the device.

Event description:
It was reported that the blade was detached. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, there was a slight resistance upon removing the device. The blade was stuck on the edge of the sheath. Consequently, when the device was pulled out completely, it was noted that the blade bent in the middle and one of the blades was half detached. No patient complications were reported.